Manufacturer narrative:
The 8 dct tracheostomy tube with lot number 0807001371 was received for evaluation. A visual inspection was performed and it was observed that the snap head had separated from the other cannula. The reported failure mode was confirmed.

Event description:
It was reported that tracheostomy tube was inserted surgically, and had to be removed at about 11 days later. The flange and tube came apart. No other information was provided.